Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. During procedure, the ICD failed to be interrogated using both radio frequency and inductive telemetry. The ICD was successfully implanted and eventually able to be interrogated. Patient was stable.